Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the balloon rupture is the result of interaction with the heavily calcified lesion. The scratches and peeling observed at the rupture site also suggest interaction causing damage to the outer surface. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the 5.0x150mm armada 35 balloon catheter was advanced to the heavily calcified lesion in the left superficial femoral artery (sfa) and inflated to below 10 atmospheres when the balloon ruptured. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.